Event description:
A malfunction occurred when the pump fell into the river. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump with a pre-paid label. A replacement pump was arranged to be sent by technical support.